Event description:
Patient reported right side "rupture, gel leakage", "pain", "swelling", and "hardening" the device was explanted.

Manufacturer narrative:
Continued h6. Health effect - impact code: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.